Manufacturer narrative:
(B)(4). Evaluation summary: the embedded burnt material is part of the plastic itself and does not pose any functional issue to the device or any risk of the material being dislodged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution set had black dots near the ¿connector¿ portion of the tubing. The black dots were identified before the device was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection identified embedded burnt material in the luer lock resulting from a disturbance in the flow of molten plastic material, which may cause some material to over-heat and get darker in colour. The cause of the darkened material on the parts is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.